Manufacturer narrative:
(B)(4). Baxter was unable to confirm or duplicate the reported problem. The root cause has not been identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up will be submitted if any additional information is received.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a syndeo syringe pump that randomly turns off. The event occurred during biomedical service in oncology. There was no adverse event, patient injury or medical intervention associated with this report. There was no additional information available.

Manufacturer narrative:
(B)(4). The device has been received but not yet evaluated by baxter. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.